Manufacturer narrative:
One eztetic dental implant (cm3111) was returned for investigation. Visual inspection of the as returned product identified minor signs of wear and bone residue around the external threads due to usage. The implant had no evidence of any damage or malfunction. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. All sterilization activities were conducted with no issues or nonconformities identified per sterilization record. The alleged device malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: date of this report. Device expiration. UDI. Date received by manufacturer. Checked "follow-up". Checked follow-up type. Changed "no" to "yes". Date of manufacture. Entered evaluation codes. Added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the implant was removed due to infection and bone loss (peri-implantitis). The evaluation of the site included an abscess, inflammation and patient felt pain.